Event description:
This is being filed as the gripper line could not be removed from the device during the procedure. Although there was no adverse patient effect, if this were to recur, difficulty removing the gripper line has the potential to cause or contribute to patient injury. It was reported that during the mitraclip procedure, once the final placement of the clip on the mitral valve leaflets was accepted, the gripper line movement test was performed. When the gripper line was pulled, it showed no movement. In an attempt to release the gripper line, the clip was slightly opened in small increments. At each increment, the gripper line was tested and no movement was seen. The clip was removed from the leaflet; the gripper arms and clip arms were confirmed to be able to move. The clip delivery system (cds) was removed without issue from the anatomy. Another cds was used. The procedure was completed with the implantation of two clips reducing the mr grade from 4 to 1. Post procedure the patient was fine and there was no adverse patient effect. Due to the device issue there was a delay in the procedure, but it did not have a significant clinical impact on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system has been received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis and the reported inability to remove the gripper line was confirmed via returned device testing. The clip was inspected under the keyence microscope and the gripper line was noted to be caught on the frictional element (fe) of the opposite gripper arm. It was reported that the gripper line was not observed to have been caught on the fes. Therefore, the gripper line becoming caught on the fe, resulting in the kink on the gripper line post-procedure, was likely due to handling and/or shipping/transit, and thus, would not have contributed to the reported unable to remove the gripper line. During testing, the gripper line removability test was performed. With the clip fully closed and full curves applied to the system, the gripper line was not able to be translated. Therefore, the reported unable to remove gripper line was confirmed. Further examination of the inner device components identified herniations on the delivery catheter (dc) shaft coils and on the gripper lumen coils. Additionally, epoxy residue was observed in the inner diameter of the gripper lumens approximately half inch from the radiopaque ring; no blockage of the gripper lumen coils was observed which may have contributed to the inability to remove the gripper line. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the manufacturing process controls identified that residual, cured epoxy may be present on the inner diameter of the gripper lumen coil. The presence of residual epoxy is verified to not obstruct the lumen coil. Review of the lot history record confirmed this device passed all in-process and final acceptance activities. There were no non-conformances issued for this lot. A query of the electronic complaint handling identified no other incidents reported for inability to remove the gripper line for the reported lot. The inability to remove the gripper line may be influenced by challenging anatomical morphology, such as tortuous anatomy and rotated heart. It was reported that no challenging anatomy was observed; however, due to the patient anatomy, the transseptal puncture was low. In this case, it is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to translate the gripper line during removability testing. During returned device analysis, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line is predominantly a result of curvature placed onto the system. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to the increased resistance within the gripper lumen coils, which may have led to the user experiencing greater difficulty in performing the gripper line removability test. Based on the information reviewed and the analysis of the returned device, it is possible that the gripper line lumens became constricted as a result of procedural conditions (natural patient anatomy) leading to herniations of the coil. The inability to remove gripper line was likely due to a contribution of forces from usage of the device. Aggregations of forces due to low transseptal puncture, patient anatomy, herniated coils and curves on the system likely resulted in the inability to translate the gripper line during removability testing; however a definitive cause could not be determined.